Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained for a patient sample during correlation study with an alternate method. The alternate test method result was (B)(6). The patient sample was repeated on a second advia centaur xp and the result was negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. Us: the IFU states in the limitations section: "assay performance characteristics have not been established when the advia centaur hbc igm assay is used in conjunction with other manufacturers' assays for specific hbv serological markers." (B)(4).